Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). On (B)(6) 2015 a carefusion (cfn) field service representative (fsr) went on site to evaluate and repair the suspect device. The cfn fsr reported to have replaced the bad flow sensor calibrated the exhalation and turbine transducers. The cfn fsr performed uvt (user verification test) and ovp (operational verification procedure) according to manufacturer specifications.

Event description:
The customer reported xdcr (transducer) fault alarms while using the vela ventilator. There is no report of patient involvement associated with the event.